Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they had issue with the buttons and over all the insulin pump was not working. Customer's blood glucose value was unknown. Customer stated that buttons of insulin pump was not working and half the top of the insulin pump was broken. Customer also stated that when she insert the battery in to the insulin pump the battery will only work for a little while and then the battery goes out. Customer stated that buttons was stuck and some of the buttons was not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.